Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The under infusion could not be reproduced during the eval. The pump was found to be within spec and no malfunction could be identified. A flow rate test was performed per the spectrum preventive maintenance procedure with the unit passing. Add'l flow rate tests were performed with the unit passing.

Event description:
It was reported that a spectrum pump that was programmed to deliver 300 ml, rate and medication unk. When the device alarmed for infusion complete, only 75 ml had been infused. It was also reported there was no pt injury.